Event description:
The issue occurred during the preparation for an unspecified therapeutic procedure, which was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection and the customer's allegation was not confirmed. Based on the investigation results, scratches were observed on the bending section cover or distal sheath (black covering of the bending section) rubber of the insertion section and chipping on the bending section cover or distal sheath (black covering of the bending section) rubber glue. Therefore, it is likely that external stress may have been applied to the bending section, causing damage to the cable running inside, leading to the malfunction. However, the malfunction was unable to be reproduced, therefore a definitive root cause could not be determined. The event can be detected by following the instructions for use which state: instructions for ltf-s300-10-3d operation manual chapter 3, ¿preparation and inspection¿ section 3.7, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the deflectable videoscope exhibited snow appeared on the screen. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.